Manufacturer narrative:
The customer¿s report that the pump module infused faster than expected was not confirmed or replicated. The customer provided data indicating that the infusion in question had stopped shortly after starting the infusion, and interpreted this information to mean that the infusion had completed early, however the device was only in an alarm state during this time. Review of the pcu event logs confirmed that on (B)(6) 2017 at 7:33 am a remote IV was received for the drug thiamine. The user started the infusion at a rate of 200ml/hr with a vtbi of 100ml. At 7:36 am a patient side occlusion alarm occurred. This is the same time that the device was noted to have stopped in the customer¿s returned photo. The user restarted the infusion and at 8:04 am the infusion program completed on schedule ending in an infusion complete kvo alert. The infusion program appears to have infused the entire contents of the 100ml IV bag. Rate accuracy verification found the pump module to be in specification. No issues were found with the returned administration set during inspection or testing. The root cause of the reported event was not identified.

Manufacturer narrative:
Concomitant medical products: 250 ml bag of levofloxacin, and 100 ml hospira bag ndc 0409-7984-37, lot number: 69-068-jt, exp: sep 2018 of thiamine 20 mg in nacl 0.9% 100 ml ivpb. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that thiamine (vitamin b-1, 200 mg/ nacl 0.9% 100 ml bag) with a rate of 200 ml/hr infused faster than expected in four minutes. No patient harm was reported, and the administration set, bags, and devices were sequestered. Photos of the event devices and the emr screen were obtained by biomed after the event.